Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: how many sutures did pull off during the procedure? 1. Did the reported issue contribute to any patient adverse consequences? No. Could you kindly perform and document the follow-up attempt for the product return? Suture not arrived yet. Additional h11: vcl rap CT brd ud 27in 4-0 s/a sh-1+ (v2180h): unknown. Vcl rap CT brd ud 27in 4-0 s/a sh-1+ (v2180h): lot/batch number: xlbcqsx0. List any j&j products that were utilized during the case but did not contribute to the reported event. Was there any reported patient or user harm? Unknown. Was there a significant delay? Unknown. If available, provide the product order number (po). (B)(4). "D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure in 2026 and suture was used. During the procedure, one of our customers has a complaint about the vicryl rapide 4-0 70cm sh1+ v2180h x36st. When suturing, simply passing the thread through the tissue causes the thread to slip off the needle. This happens without tying knots or applying tension to the thread. The batch number of the box in question is xlbcqsxo / exp: 31-03-203. No adverse patient consequences were reported. Additional information was requested.